Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that there was no medical intervention for this event, cacl+ was adjusted and zofran was given per protocol. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. Root cause: a root cause assessment for the patient reaction was performed for this complaint. The reported hypotension is a common side effect of therapeutic apheresis procedures. It is typically caused by fluid shift, blood loss, length of the procedure, patient's sensitivity to the procedure and/or hemodynamic stress of the procedure. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported 45 minutes into the continuous mononuclear cell (cmnc) collection procedure, the donor had a hypotensive episode, nausea and vomiting, and they had to pause the machine for more than 45 minutes to assist the donor with the hypotension. Ica+ was drawn and cacl+ was given per protocol order set. Zofran was also given for nausea and vomiting per protocol order set. The procedure was restarted after 45 minutes. The patient was reported as stable. The customer declined to provide the patient identifier. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported 45 minutes into the continuous mononuclear cell (cmnc) collection procedure, the donor had a hypotensive episode, nausea and vomiting, and they had to pause the machine for more than 45 minutes to assist the donor with the hypotension. Ica+ was drawn and cacl+ was given per protocol order set. Zofran was also given for nausea and vomiting per protocol order set. The procedure was restarted after 45 minutes. The patient was reported as stable. The customer declined to provide the patient identifier. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.